Manufacturer narrative:
B3: unknown event date; no information has been provided to date. One device was returned for evaluation following a non-compliance during preventive maintenance. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found damaged dso seal, and damaged battery compartment. Device passed accuracy test. The dso seal and battery compartment were replaced. The customer problem was not duplicated as the customer did not complain of a specific problem but after investigation the results indicated a reportable malfunction due to the damaged dso seal.

Event description:
It was reported that device was sent for repair following non-compliance during preventative maintenance. The customer returned the product for the non-compliance, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged. There was no patient involvement.